Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, additional information and a correction. Corrected information: the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord is corroded, the universal cord is broken, the light beam is fractured, the insertion tube is twisted and bent, there was an error e216, and the insertion tube is loose. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error e226 was due a component failure of the universal cord and the outer tube. The additional findings are caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was/was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure of the universal cord and the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had error e226. The issue occurred during inspection for an unspecified diagnostic procedure. There were no reports of patient harm.